Manufacturer narrative:
Initial reporter: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral exchange from textured to smooth implants due to the patient's concern with the product, baker 4, rotated and malposition, left intermittent breast pain with firming of breast implants, rippling.

Event description:
Healthcare professional reported left side " bilateral exchange from textured to smooth implants due to the patient's concern with the product, baker 4, rotated and malposition, left intermittent breast pain with firming of breast implants, rippling." Device has been explanted.